Manufacturer narrative:
No RMA has been initiated for this issue. Model prox4s, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1125104 rev e ((B)(4)) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that he is unable to reverse or reattach the wheellocks to the wheelchair. The dealer alleges that the bolts are mis-threaded. No injury.

Event description:
Customer alleges bolts attaching wheel locks were mis-threaded in production and they were unable to reverse the wheel locks or reattach them. No injury alleged.